Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break which may have also contributed to the reported clinical observations of noise and oversensing.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Noise and oversensing were observed on both the device and pacing system analyzer (psa) following removal of the stylet after final positioning that resulted in pacing inhibition though there were no instances of asystole. The lead was extracted and an alternate implanted without issue. No adverse patient effects were reported.